Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria for lot number 3079568. Please refer to attachment.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to sui secondary to urethrocele with urethral hypermobility and urethral stenosis.

Manufacturer narrative:
It was reported that patient underwent mesh removal on (B)(6) 2010 by dr. (B)(6) at (B)(6) due to left groin pain.